Manufacturer narrative:
The information was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event and it was also reported that the serial number has been changed to (B)(4) for svn 000309729500 and material has been changed to mmt-1780kpk for svn 000309729500.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose level. The customer's blood glucose level was 400 mg/dl. The customer did not mention any treatment related to high blood glucose level. The customer did not mention any symptom related to high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. They reported that they thought that the insulin was bad. The customer did not allege the insulin pump for under delivery. They reported that the insulin pump was not on auto mode at the time of incident. The insulin pump will not be returned for analysis.